Manufacturer narrative:
H3, h6 h10: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that 2 membrane in the cassette are missing. Functional evaluation revealed that the device would leak from the cassette due to the missing membranes. The complaint was confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A review of the manufacturing process showed that an assembly step was missed. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.

Event description:
It was reported that the inflow tube set had no pressure sensor. The incident occurred before the procedure; therefore, there was no patient involvement. Results of investigation have concluded that during functional evaluation the device would leak from the cassette due to the missing membranes, which it makes a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the inflow tube set had no pressure sensor. The incident occurred before the procedure; therefore, there was no patient involvement. Preliminary results of investigation have concluded that during functional evaluation the device would leak from the cassette due to the missing membranes, which it makes a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.